Event description:
There was continuous chemotherapy infusing since 11 pm to run over 24 hours. Patient notified rn that the roller clamp on the IV tubing was completely closed. However, the pump never beeped all day which it should have done because if the clamp is closed, then it should have beeped occlusion. The chemo is behind by approx 8 hours.